Event description:
Using the quidel quickvue one-step hcg urine test, we experienced 2 false positive pregnancy tests. We routinely use this product pre-operatively on any woman of childbearing age. On this day, we had 2 pts with a positive pregnancy test. Both pts had their surgeries cancelled. When both pts test came back positive, we repeated the test and a second test from another lot was negative. Upon further follow up, both pts had serum hcg tests done that were both negative. The incidents were reported to the company. Both pts surgeries were rescheduled. Dates of use: 2009. Diagnosis: pregnancy test.